Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated this was an isolated incident and she has had no other issues. The hp confirmed there was no adverse event as a result of the incident. The hp stated all product has been discarded.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 2. The hp stated she was not connected when the alarm occurred; however, she further stated she reconnected to the hc. The hp stated she had already cycled power to clear the alarm. The technical service representative (tsr) advised the hp to contact her nurse and to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Additional information will be provided upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report for a system error 2240. The alarm was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated she was not connected when the alarm occurred; however, she further stated she reconnected to the hc. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).